Event description:
Complainant alleged that during biomed testing, the device displayed an "unknown error" message. This is all the information provided. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report was verified and attributed to bent pins in the test port receptacle. The test port receptacle pins were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device performs to specification. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.